Event description:
Customer reported an alarm issue with the dpm7 monitor, which may affect patient monitoring. No patient injury was reported.

Manufacturer narrative:
Device will be evaluated by company representative.